Manufacturer narrative:
The following complaint information was provided to maquet cardiopulmonary: "patient was on veno venous support and had an oxygenator and wasn't doing well so the account added a quadrox and not long after the addition, the quadrox started leaking. With in the first 1-2 hours. The hospital changed out the quadrox and no more issues. Patient is still on support with some progress in health overall.". Investigation results: the received product was investigated in mcp's laboratory on 2020-12-08 with the following outcome: during the tightness test a crack was detected at the luer lock of the sampling port at the blood outlet connector. Thus the reported failure could be confirmed. The root cause of the reported leakage is the detected crack at the luer port. The most probable cause of the detected crack could be mechanical stress during screwing of the luer's stopcock or to high pressure during priming at the binding stitching of the injection-moulded part. Device history record (DHR) was performed on 2020-12-14 and there were no references found, which are indicating a nonconformance of the product in question. When the event occurred, the device was being used for treatment of the patient. The product was directly involved in the event. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from a customer from the us that patient was on veno venous support and had an oxygenator (hmod 70000) and wasn't doing well so the account added a quadrox and not long after the addition, the oxygenator started leaking with in the first 1-2 hours. On which position the leak occurred is requested but still pending. The customer changed out the oxgenator and no more issues. Patient is still on support. No indication of actual or potential for harm or death. (B)(4).